Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: n/a, lens was not implanted, therefor not explanted. Initial reporter name and address: telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was split. Through follow up we learned that the split was identified when the lens came out of the tip of the injector during implantation. There was patient contact but no issues were reported since a new lens was implanted instead. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 9th february 2023. Device evaluation: the product was returned to the manufacturing site for evaluation. No lens was received as part of this return. Visual inspection, under magnification, of the complaint handpiece was carried out. It was observed that the cartridge tip was cracked and the cartridge was damaged. No issues with the assembly could be identified that could contribute to or cause the complaint issue. The complaint issue of lens damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.